Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
Philips healthcare received a complaint stating that on (B)(6) 2016 a bilitx device left a burn on the patient's back. The doctor was treating the patient as having a bad sunburn, using topical cream. Application of a topical cream is not considered to be treatment to prevent permanent impairment and it was not reported that the patient required any other treatment that would have prevented permanent impairment. Therefore, we are not considering this to be a serious injury.

Manufacturer narrative:
The FDA registration number initially chosen on this report was incorrect. Please see 1218950-2016-05191 which replaces this report.